Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a sponge fully separated from the cap. The reported condition was verified. The cause of the condition is due to mishandling during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap "fell off". This occurred before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.